Manufacturer narrative:
The tech found the screw broken in the hex rod. The tech replaced the rod and screw to repair the stretcher.

Event description:
Info received indicates the brakes are engaging but not holding.